Event description:
Event date: (B)(6) 2014 at (B)(6) by dr. (B)(6) and dr. (B)(6). During surgery (mis facetectomy l5, s1 fusion myofacet inject to back), the tip of the 10mm blunt long curved blade was broken after being used for 5 minutes. It looks like about 5mm had broken off and the remaining tip seems charred. The broken piece was not found when they searched the surgical area. X-ray if the surgical area also showed no sign of the broken piece. Initially the machine was set at 40% irrigation and it was lowered to 35% and then 30% as the surgeon felt it's too much irrigation. The amplitude was set at 7 and 100%.